Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she inserted a new reservoir into the insulin pump and e insulin was not showing in screen. Customer was assisted with rewinding and priming and it was noticed the device was in (B)(6); it was changed back to (B)(6). When going to the status screen, it was showing her reservoir start date the day prior but in her reservoir history it showed last tubing fill a day later. Nothing further reported.